Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was involved in a pocket infection. Surgical intervention was performed and the s-ICD was removed and the pocket was cleaned. The s-ICD was re-implanted after the pocket cleaning and it remains in service. No additional adverse patient effects were reported.